Event description:
Reporter noted unit displayed error message and shut down. Waited for return call to troubleshoot. Changed units to complete procedure. Case prolonged forty-five minutes with patient under general anesthesia. Prognosis reported as good.